Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incarcerated umbilical hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent umbilical repair surgery and extensive lysis of adhesions on (B)(6) 2017 during which the surgeon noted ¿swelling and tenderness in the periumbilical area and extensive adhesions of the omentum to the previously placed mesh, which required extensive lysis of adhesions. Omental fat herniated through the defect in the mesh.¿ it was reported that the patient experienced severe pain, bowel obstructions, dense adhesions, mesh detachment, nausea, bulging, inflammation, stress and anxiety. No additional information is provided.